Event description:
Customer sent the device to the international service center for routine periodic maintenance. The service technician during performance verification tests identified that with battery connected, battery lot ID and battery mfg date in diagnostics screen were displayed as "******" and also battery volts, battery percentage and battery amp were displayed as 0.00. At that time, the unit couldn't be turned off even though power button was pressed. Also when ac was disconnected during run-in, battery icon was not displayed (ac with battery present icon and ac without battery icon were displayed and the unit continued to operate). There was no patient involvement.

Manufacturer narrative:
During further investigation a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. Exhaustive testing of the board did not reveal any failures.